Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure it was found that the insertion tube was crushed and there were hanging fibers inside insertion tube inner channel. No harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d4; d8; g1; g2; h2; h3; h4; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.